Manufacturer narrative:
This report is for an unknown tfn helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent revision surgery on (B)(6) 2017 to remove a trochanteric fixation nail (tfn) system for conversion to a bipolar hip due to femoral neck collapse and helical blade cut out (the helical blade penetrated through the femoral head). It is unknown when the patient was originally implanted with the tfn nail system. It is unknown how the hardware failure diagnosis was determined or if the patient had symptoms as a result of the failure. During the revision the surgeon had difficulty removing an unknown 5 mm locking screw which was eventually removed (whole and intact) but resulted in a forty-five (45) minute surgical delay. Both the unknown tfn nail (170 mm x 11 mm with 130 degree neck angle) and the unknown helical blade were easily removed and were whole and intact. The procedure was successfully completed. The patient outcome was reported stable. Concomitant devices reported: tfn nail 170 mm x 11 mm (quantity 1), unknown distal screw (unknown quantity). This report is for an unknown tfn helical blade. This is report 1 of 1 for (B)(4).